Event description:
The pt had two leads implanted with the same lot number. It was reported the pt was no longer receiving stimulation. The pt reported suffering multiple falls during the past six months. An sjm rep met with the pt and lead diagnostic tests showed low impedance and invalid on multiple contacts. Reprogramming was unable to resolve the issue. It was also noted one lead had migrated. The pt underwent revision surgery on (B)(6) 2012. Intraoperative testing showed one lead had multiple invalid contacts and the other lead was normal. The invalid lead was explanted and the physician repositioned the normal lead. The physician then tested the pt's stimulation on the table and confirmed she is now receiving adequate bilateral coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.